Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived with scratch on screen. No evidence in event log to substantiate double beeping with cassette, however the evaluations and testing done verified the complaint and was isolated to down stream sensor. Action was taken to replace dso. Unknown cause of event . Device passed all functional and delivery testing.

Event description:
Information received a smiths medical cadd legacy 6400 pump alarmed double beeping with cassette, no patient involvement as event occured during testing.